Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was intermittently unresponsive; at times the pump display could be activated if the customer pressed the wake button multiple times, but typically it had to be plugged into a power source. Customer¿s blood glucose was 220 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.